Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing frequent low glucose readings while using the ilet pump. The user stated they treated lows with juice, with a lowest reported value of 67 mg/dl.